Manufacturer narrative:
H.6. Investigation summary: bd was provided with a sample for catalog 301941 to investigate for this record. A review of the device history record could not be performed as a lot number was not provided for this incident. Visual examination of the sample showed a leakage through the plunger rod. Bd could determine a damaged in the plunger rod by the evaluation of the plunger with magnification. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection, no corrective actions are required at this time. Investigation conclusion: after the evaluation of the received sample, bd concludes that the cause of the problem could was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Root cause description: damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that pegylated recombinant human granulocyte colony-stimulating factor injection leaked from the syringe s2 2ml 25ga 1in bd china during use and was noticed "several minutes after" it had been drawn up into the syringe. The following information was provided by the initial reporter, translated from chinese to english: "plunger leakey was noticed several minutes after the liquid is drawn into the syringe the leaked liquid is pegylated recombinant human granulocyte colony-stimulating factor injection, which is used to assist cancer patients with elevated white blood cells during chemotherapy."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pegylated recombinant human granulocyte colony-stimulating factor injection leaked from the syringe s2 2ml 25ga 1in bd (B)(4) during use and was noticed "several minutes after" it had been drawn up into the syringe. The following information was provided by the initial reporter, translated from chinese to english: "plunger leaky was noticed several minutes after the liquid is drawn into the syringe the leaked liquid is pegylated recombinant human granulocyte colony-stimulating factor injection, which is used to assist cancer patients with elevated white blood cells during chemotherapy."